Event description:
New information received notes that the patient's pacemaker exhibited backup bvvi due to electromagnetic interference. The device was restored via programming changes and the patient will be monitored. The patient had no adverse consequences.

Event description:
It was reported that the patient's pacemaker exhibited backup vvi. No further information was reported. The patient's condition was unknown.